Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture and balloon detachment were confirmed. The reported difficulty to remove could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on analysis of the returned device, scanning electron microscopy (sem) analysis, and cine review there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a heavily calcified proximal left main stenting procedure, the patient was placed on an intra-aortic balloon pump for support. After lesion pre-dilatation, a non-abbott stent was deployed. During post-dilatation with a nc trek rx at 15 atmospheres (atm), the balloon ruptured. Removal of the balloon dilatation catheter was difficult and during removal, the tip of the balloon caught with the implanted stent and tore off. Angiography showed the balloon marker was still on the guide wire. A goose neck snare was advanced to remove the separated portion of the balloon (approx. 4mm), but caught on the stent pulling the stent from position. The snare was able to capture the balloon fragment and the stent, but during removal, both were lost in the femoral artery. Another non-abbott stent was deployed and post-dilated with good wall apposition. The patient was taken to the coronary care unit in stable condition. The patient is pending removal of the separated balloon and the stent. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
Subsequent to the initial and follow-up reports, the following information was received: target lesion was originally reported to be heavily calcified, but new information indicates it was a non-calcified, ostial lesion of the left main.

Manufacturer narrative:
(B)(4).